Event description:
It was reported that the ilet pump touchscreen became unresponsive, and the user was guided to restart the pump through the ilet mobile app, after which the touchscreen functioned normally. Symptoms included no reported clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the device resumed normal operation after a restart, consistent with a transient touchscreen responsiveness issue with the pump user interface. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device malfunction that resolved with a power cycle.